Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and anaemia ("blood or heart disorder/condition type: anemia") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine leiomyomas"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and pelvic pain had resolved. The reporter considered anaemia, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: good position of the essure implant without any evidence of extravasation of contrast into the fallopian tubes post the implants; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received : new event added-pelvic pain, patient¿s height added and reporter info added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia) in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine leiomyomas fibroids"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced anemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, anemia and pelvic pain had resolved and the uterine leiomyoma outcome was unknown. The reporter considered anaemia, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for anemia, uterine leiomyomas, menorrhagia, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: good position of the essure implant without any evidence of extravasation of contrast into the fallopian tubes post the implants. Total bilateral occlusion.; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: pfs received. Outcome of event : anemia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine leiomyomas fibroids"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, anaemia and pelvic pain had resolved and the uterine leiomyoma and fatigue outcome was unknown. The reporter considered anaemia, fatigue, heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for anemia, uterine leiomyomas, menorrhagia, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: good position of the essure implant without any evidence of extravasation of contrast into the fallopian tubes post the implants. Total bilateral occlusion.; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: pfs received. New event "fatigue" was added. Patient demographic details was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and anaemia ("blood or heart disorder/condition type: anemia") and was found to have uterine leiomyoma ("tumor/teratoma/cancer type: uterine leiomyomas"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. The reporter considered anaemia, menorrhagia and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs received: new events added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.